Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were getting a shocking sensation at the pocket site. It seemed to have resolved at the time of the report, but the patient stated they get a shocking sensation in their abdomen once every two weeks. Their symptoms were better and they were not worried about it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient had multiple complaints, so they were not concerned about the reported shocking sensation at the pocket site. They stated that it was under observation as an action to resolve the shocking. There were no further complications reported as a result of this event.